Event description:
It was reported to philips that the host pc did not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc failed to start up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc cannot start up from time to time. Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.